Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Drill bit has been discarded by the user facility.

Event description:
It was reported by a company representative that a drill had fractured during a procedure at the user facility. The procedure was completed successfully.